Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient (germany) lost stimulation. X-rays were taken and indicated a lead migration. Surgical intervention was undertaken and the lead was explanted and replaced.

Event description:
Additional information received indicated that following the replacement of the lead, effective therapy was restored.